Event description:
A critical alarm was heard and confirmed by telemetry. On (B)(6) 2011, the logs indicated that a battery reset and safe state had occurred. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).